Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, the first 26mm sapien valve was positioned 50/50, however, during deployment the valve shifted and was deployed 90/10 ventricular. Per report, concerned that valve would migrate towards the ventricle, the physician decided to implant a second valve. A second 26mm sapien valve was implanted in perfect position. The patient was noted to be in stable condition at the end of the procedure. After the case, the physician and the cs had an opportunity to discuss the perceived root cause for the event. Per report, during advancement of the delivery system the physician noticed the valve was going too ventricular. The ventricular deployment was attributed to the surgeon not holding onto the delivery system securely or the surgeon pushed it too ventricular during valve deployment. Per report, the patient did not have severe septal hypertrophy, the patient¿s aortic valve was moderately calcified, the patient¿s aortic root was mildly calcified, the ejection fraction was 79%, the sinotubular junction (stj) measured 38.6mm, the sinus of valsalva (sov) measure 35.6mm and the patient had no mitral annular calcification (mac). Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that procedural factors contributed to the event. Per report, the ventricular deployment was attributed to the surgeon not holding onto the delivery system securely or the surgeon pushed the delivery system too ventricular during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.